Event description:
User received discrepant results of hcg and cortisol. Two patient samples were involved. Sample 1 initial hcg result 5 miu/ml. Initial result was reported and was questioned by the doctor who had patient redrawn. Redraw sample gave initial result of > 10000 miu/ml and repeat gave 72720 miu/ml. Result from redraw was then reported. Patient was not adversely affected. Original sample was then repeated in 2008 which resulted 81236 miu/ml. On two days later, sample 2 initial cortisol result <1 ug/dl, repeat gave 14 ug/ml twice. Repeat result was reported. No adverse events reported. The field service representative was not able to determine a cause, but noted he checked the analyzer and replaced the measuring cell. Performance tests were performed.